Manufacturer narrative:
No sample has been returned for evaluation for the report of hyphema and iop 45 mmhg; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Possible root cause is intraoperative bleeding associated with implantation that resulted in significant postoperative hyphema that likely obstructed aqueous outflow, thus increasing iop. While intraoperative bleeding is a known risk associated with implantation, the patient's history of anti-platelet therapy and aspirin is the most likely reason for the significant postoperative hyphema. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a micro-stent implant surgery, there was some bleeding and the patient would not clot. The surgeon closed up the eye. One day postoperatively, the patient presented with 67% hyphema and iop 45 mmhg. The patient has a history of taking anti-platelet drug and daily aspirin regimen. The patient was referred to a glaucoma specialist. Additional information was requested.